Manufacturer narrative:
A ge service representative performed an on site investigation. The power was adjusted. The boards and connectors were reseated during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported a displayed collimator potentiometer error code. This message will inhibit boot up. There are no reports of pt injury or death associated with this event.